Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09935. The patient is implanted with two percutaneous leads from different lots. It was reported during a permanent scs system implant procedure, the leads exhibited low impedance values on a few contacts when connected to the ipg. The sjm representative was able to provide stimulation using the remaining contacts. The issue was resolved. No patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.